Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that an unspecified number of syringes 10ml ll s/c 200 experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: material no: 302995 batch no: 9058827. Received call from customer reporting crack in barrel that resulted in blood leaking no specific amount of occurrences just mentuioned 5-7 times. As well as no occurrence dates. Health professional was exposed to blood though was wearing ppe so no post-exposed testing done or required. Per customer response on 4/1/2020: the syringes were contaminated with blood. I have switched brands.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes 10ml ll s/c 200 experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: material no: 302995 batch no: 9058827. Received call from customer reporting crack in barrel that resulted in blood leaking no specific amount of occurrences just mentuioned 5-7 times. As well as no occurrence dates. Health professional was exposed to blood though was wearing ppe so no post-exposed testing done or required. Per customer response on (B)(6) 2020: the syringes were contaminated with blood. I have switched brands.